Event description:
The customer reported that she changed sets and got no delivery alarm. Troubleshooting was done. Customer's blood glucose was 410 mg/dl. Customer's current blood glucose was 367 mg/dl. The customer was advised the insulin pump and sets would be replaced. Customer's also mentioned that she went to emergency 3 times in the last 90 days and stated she always have issues with the sensors. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report 2032227-2014-62170.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarms were noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.